Event description:
Information was received that during set up, joint at bag spike and drip chamber is leaking. No patient involvement.

Manufacturer narrative:
Other text: h10 ?device evaluation: one level 1 trauma fast flow disposable was returned for investigation in used condition. The returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. No damages/defects were observed. The unit was then leak tested by introducing colored water. N leaks were observed. The customer reported product problem was not confirmed. No fault was found with the returned device.